Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer's blood glucose level was 500 mg/dl. The customer did not mention any treatment related to high blood glucose level. The customer did not mention any symptom related to high blood glucose level. The customer also reported that the insulin pump was damaged. The customer stated that the battery compartment had a piece chipped out of it. The customer also reported that the insulin pump had motor error. The customer reported that they were able to clear the alarm and rewind the insulin pump. The customer reported that the insulin pump buttons had stopped working. The customer stated that the drive support cap appeared to be normal. Customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump had unresponsive buttons at esc and act due to unlocked lcd keypad connector during visual inspection. Unable to perform operating currents, self test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify motor error alarm due to unresponsive button. No button error alarm during testing. The motor was tested outside of the device and passed. Pump received with broken battery tube threads.